Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1800679 was manufactured on 03/05/2018 a total of 288 pieces. Lot was released on 03/08/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its rotation tab bent and the knob partially opened. Reference file pic_anp1900062410 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. However, the next clip shot out of the device during loading. The misloading of the second clip and the bent rotation tab are both indications that the clips were out of position and stacking on one another in the channel. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit jamming" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, one of the remaining clips was unable to properly load into the jaws of the applier. The misloading of the clip along with the device being returned with its rotation tab bent are both indications that the clips were out of position and stacking on one another. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clips were not loaded into the jaws properly; it jammed. Another auto endo applier was used instead. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not loaded into the jaws properly; it jammed. Another auto endo applier was used instead. There was no patient injury.